Event description:
It was reported by service report that the safety bar springs were improperly installed and the safety bar is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: safety bar assembly.